Event description:
While removing jp, cracked at the skin level. Pt returned to o.r. For removal of foreign body under local with IV sedation. Op report: catheter had a actually fell back thru the fascio level, suture of fascia cut and anterior fascia was repaired and catheter removed.